Event description:
Noted puddle of ivf's [IV fluids] on floor beneath bag. Discovered fluids were leaking from first y-site from IV bag. Used a syringe at said y-site to withdraw and then push fluids through. Still continued to leak. The lot number to the tubing was r25d21208.